Event description:
Pt needed to return for revision surgery because anchor pulled out. Surgeon placed 5.0 fastin rc medially, and passed all 4 stitches through cuff and tied all. We then pulled all 4 stitches out posterior cannula and loaded into a versalok. Versalok fully deployed, sutures locked in anchor. Pt returned three months post op complaining of pain. From x-ray he knew versalok had pulled out. Scheduled pt for revision surgery the following week and we saw that versalok was fully deployed, sutures locked securely in anchor and it had completely backed out. Cut the sutures in the versalok, pulled out the anchor dr repaired open using sutures and bone tunneling. Complaint device discarded at user acility.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.